Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient's mother reported the following discrepancy: cgm was reading 255 mg/dl and blood glucose meter was reading 114 mg/dl. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries and reported that the patient was in healthy condition.